Manufacturer narrative:
H.6 adverse event problem component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural set up, difficulty was experienced while docking the aquabeam motorpack with the aquabeam handpiece. Another aquabeam motorpack was used which resolved the issue and the aquablation therapy was successfully completed. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam motorpack was returned for investigation. Visual inspection of the aquabeam motorpack revealed that the aquabeam motorpack's tactile switch was detached from the motorpack shell housing. The root cause was unable to be determined. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam motorpack / lot number 23c04097 was conducted, which confirmed there was one non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual was reviewed and states the following: section 11.2.7 sterile: motorpack draping and docking with the aquabeam handpiece contains the note to, "verify the motorpack is securely engaged to the aquabeam handpiece by attempting to pull the aquabeam handpiece off of the motorpack. The aquabeam handpiece should remain connected to the motorpack if properly engaged." Dock the motorpack to the aquabeam handpiece: verify aquabeam handpiece nozzle position (i.e. The movement of the blue led) homes to the base of the aquabeam handpiece (fully proximal). Apply sterile tape over the connection between aquabeam handpiece and motorpack to seal it. Keep the motorpack and the aquabeam handpiece assembly with the scope clamp assembly in a secure and sterile environment. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.